Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) and shocks for a sinus tachycardia. Ts noted that the premature ventricular contraction (pvc) made the ventricular rate higher than the atrial rate rule true that triggered the therapy. Ts stated that there was functional undersensing that also contributed to the inappropriate therapy. The physician planned to reprogram the device. The device remains in use. No additional adverse patient effects were reported.